Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation distal to the suture tie impression consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable throughout the procedure.